Event description:
IV pump programed to infuse versed 5mg/ hr, nurse noticed medication was not infusing, nurse turned pump off and reprogramed pump to infuse versed 5mg/hr. Intubated pt became agitated and nurse noticed none of the versed was infused, pump never alarmed. Pump read that 25 ml was infused but versed bag was still full. FDA safety report ID # (B)(4).